Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that the patient was totally incontinent and nothing was working. Caller said that for a number of weeks the patient received strong shocks in their back which contorted their coming from the device which was implanted and they would like to make this whole thing work because right now this was a disaster. Caller also said that patient was semi demented so they can't necessarily always follow instructions. Agent reviewed how to connect with the implant and how to increase the stimulation. Caller was able to connect and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. (Con): additional information was received from the patient. They reported that hey have never had the therapy working quite right. They are incontinent and her bladder seems to have zero interest in whether they go or not. They said, they are tired of having diaper rash. The patient called in with her care taker larry on the phone with her. Patient received a call from another person at medtronic who showed her how to turn on the handset and put it against her back. They told her to keep the controller right against her skin all the time. Patient is not in full control over her bladder and doesn't remember herself. They increased the stimulation and it was u ncomfortable so they moved it down to 1.2. Patient has been on program 4 for about 60 days and has had no improvement. When patient arrived a couple weeks ago and they were sitting in a chair and they would get a terrible shock and it would be right around the location of the implant. It was like getting an electric shock. The shocks seem to happen several times a day. The shocks started probably two weeks after the implant. They fell on the floor. They had the shocks before the fall occurred. They could go from standing from sitting to standing and it felt like all of a sudden someone hit her in the back of her knees and they wanted to almost drop from standing to sitting. The issue was not resolved through troubleshooting. Agent said it could have been because the stimulation was too high and from positional movement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.